Manufacturer narrative:
Additional information: a medtronic representative reported that the issue occurred in a cranial resection. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device UDI not provided as this product is no longer manufactured. No parts have been received by the manufacture for evaluation.

Event description:
A site representative reported that during procedure, the navigation system unexpectedly became unresponsive. Rebooting the system restored system functionality and the site proceeded with procedure. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.